Event description:
It was reported that during an acessa procedure on (B)(6) 2025, the physician reported that after 30 seconds into the system being powered on, an error was shown related to instrument failure. System was powered cycled but the procedure was aborted. An incision was reported and the handpiece was inside the patient when the issue happened. No medical intervention was reported and no patient injury reported. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned: visual inspection reported that one of the feet on the console was worn. There was some writing on the body of the console and on one of the back labels. Console powered on with no issues observed. The patient orientation menu briefly appeared on the screen after starting up. The console was unresponsive when the buttons on the front were pressed. The reported issue of "instrument failure error" was then displayed. The console was unable to be powered down using the front power button. The complaint was confirmed. A device history record (DHR) review was conducted for the reported serial number. The device was released meeting all qa specifications.